Event description:
It was reported that the customer inserted a trach tube on the patient on (B)(6) 2022, and experienced a severe cuff leak on (B)(6) 2022. The issue was resolved with a premature trach change. All three (3) trach cuffs had been inflated to hospital-recommended 10cc of sterile water and all three showed obvious evidence of rapid leak when re-inflated with water outside the patient. The patient is on chronic home mechanical ventilator. In all, three episodes occurred and the issues resulted in sudden severe respiratory decompensation requiring immediate emergency tracheostomy tube change. Most recent episode developed leak after 30 hours post-insertion. All three (3) episodes have been actually life-threatening as the mechanical ventilator required for life support suddenly can not ventilate the patient with a large sudden cuff leak. In all three (3) cases, patient required immediate trach change, performed by family member who is trained as an emergency physician. Without prompt trach change, patient's condition would have deteriorated rapidly, with risk of death without proper ventilation and oxygenation. No permanent patient injury occurred. Patient experienced severe respiratory deterioration within two minutes, low oxygen saturation and tachycardia (120-140s).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
Additional information received via customer response email 20-oct-2022: patient demographics provided.

Manufacturer narrative:
Other, other text: b5: additional event information received. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
H10: device evaluation: the sample was returned for investigation. The sample was received in used condition without the original package. A visual inspection and functional test were performed. Samples were visually inspected under normal conditions of illumination; samples were filled with air to see if there was any functional problem relating to a leak. Holes were detected in three samples; therefore, leaks were detected for three samples. The complaint was confirmed. No other analysis was performed. Based on testing, the root cause of the problem was traced to manufacturing. A CAPA was opened to investigate the root cause and subsequent corrective action relating to inflation, leakage, and symmetrical issues (currently on investigation results phase). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).